Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: product ID: 97755, serial/lot #: (B)(6). Was returned for product analysis. Analysis found that there were bite marks on the donut and the device was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated they met with their mdt rep yesterday who helped them try to charge their implant but was unsuccessful and advised pt to call and ask for new recharger. Pt explained that since december or january, they haven't been able to charge their implant and they got frustrated and stopped using it. Pt explained that rep tried to help them charge in the "trickle charge mode" for 30 min but the screen did not advance to normal recharging screen. Pt stated that they also have tried recharging implant for 45 min but nothing happened. Pt then explained that earlier this month, during their appt at an hcp office, they explained their situation to the hcp and then a mdt rep became aware of the issue and tried calling pt and helping them out. Pt stated that mdt rep then got busy with having a baby so current rep helped pt instead. Pt confirmed that the paddle heats up. The issue was not resolved. An email was sent to the repair department to replace the recharger.